Event description:
It was reported that, "pt has been in pain and on pain medication since the replacement surgery."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.